Event description:
It was reported that pump generated repeated cartridge alarms during cartridge loading despite customer following instructions. There was no adverse impact to the customer¿s blood glucose level. Customer was unable to resume insulin therapy with pump, had no backup insulin method available, and planned to contact healthcare provider, while technical support reviewed load steps, provided storage mode and return instructions, confirmed shipping details, and arranged shipment of replacement pump with guidance to re-enter pump settings and reconnect cgm.